Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported by the contact that the customer received multiple temperature alarms while the pump was at room temperature. The customer's blood glucose level was not impacted. The customer will use insulin pens to manage diabetes.